Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information has been received and noted that the patient is a (B)(6) male. The vessel diameter was 6mm. The lesion was calcified, but not tortuous. The lesion was pre-dilated. The product looked normal when taken from its packaging. During prep, no anomalies were noted. There was no difficulty tracking the device over the guidewire to get to the lesion. When the physician inflated the balloon to deploy the stent, it dislodged. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
When the physician deployed the palmaz blue stent, it dislodged and migrated distal to the lesion. Two additional stents were used to treat the target lesion. The lesion was a calcified renal artery ostium. The lesion was pre-dilated; the stent was positioned but it dislodged during inflation and migrated distal to the lesion requiring the use of a balloon to deploy it in the vessel. The product looked normal when taken from its packaging and during prep no anomalies were noted. There was no difficulty tracking the device over the guidewire to get to the lesion. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As received, when the physician deployed the palmaz blue stent, the stent dislodged and migrated to the distal lesion site. The lesion was at the ostial of the renal artery. During the procedure, the stent was positioned to the lesion site. When the stent dislodged and migrated to the distal lesion site the physician had to use a balloon to deploy it in the vessel. Two additional stents were used to treat the target lesion.